Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available and records indicate this system remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited a high out of range shock impedance measurement. It was noted that the shock impedance measurements had been trending high. Reprogramming of the out of range limit was discussed. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating routine follow-up will be continued. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--